Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye as the patient was dissatisfied with the lens. A monofocal lens, model zcb00 of 21.0 diopter was used as a replacement lens. There was no vitrectomy required and no incision enlargement made. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 3, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the suspect product revealed the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues that could cause or contribute to the complaint issue were observed. No further evaluation was performed. The complaint issue "dissatisfied and explant" could not be confirmed during product evaluation, and no issues were identified. Historical data analysis: the search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.